Manufacturer narrative:
The device was used for treatment not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding 2 drill bits that broke during a procedure to treat a patient with a mandibular symphysis fracture. During drilling of the mandible body, two drill bits were broken leaving a tip in the bone of the jaw. The surgeon decided to leave the drill bit fragment in the jaw, reportedly without adverse effect at time of surgery. This is report # 1 of 2 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The measurable dimension of the broken drill bit was checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The cross section surfaces show no irregularities which indicate material conformity. No product fault could be detected. PMA/501(k)# should be k962913.